Manufacturer narrative:
The evaluation was not performed due to the customer not returning the head section. A new head section was delivered to the customer and no further complaints have been received.

Event description:
It was reported that the head section was allegedly drifting downward. There was no patient involvement, injury or adverse consequence reported.

Manufacturer narrative:
It was reported that the head section was allegedly drifting downward. Stryker has requested the head section be returned for evaluation, but has not received the part at this time. There was no patient involvement, injury or adverse consequence reported. Product requested, but not yet received.

Event description:
It was reported that the head section was allegedly drifting downward. There was no patient involvement, injury or adverse consequence reported.